Manufacturer narrative:
(B)(4). Shrouds, premature sled movement. The analysis results found that an ec60 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retention boss's were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can be restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaws of the device would not open. No other details of the event are known. It is unknown how the procedure was completed. There was no patient impact.